Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional (hcp) via a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that patient had a known history of contact 11 showing >40,000 ohms, and the rep just wanted to know if there was anything further that could be done for MRI option for the patient. It was reviewed for the rep that given the >40,000 ohms and that it had been known for a sometime, it was recommended for patient not to have the MRI. It was reported that patient had seizures but this was not related to or caused by the device/therapy. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.